Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the suspect component. The carefusion fa rep reported moisture ingress on screen, the ground on the touch screen cable was burnt. The carefusion fa rep installed the suspect component in a known good unit with known good pcba (printed circuit board assembly) main board. The carefusion fa rep reported touch screen was not responsive. The carefusion fa rep determined the root-cause to the front panel moisture ingress which is a known issue that is being corrected internally within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the touch screen was not responding when touched while using the vela ventilator. The customer reported there was some spot on the screen. The customer reported cross checking the front panel to confirm the defect and performed all calibrations. The fault found was during testing and no patient involvement associated with this event.